Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The ge healthcare repair depot reported that one of the castors is broken. There was no report of patient involvement.